Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair the surgeon had some deployment issues with the omnispan system which lead to the surgeon performing a partial menisectomy for remedy. It appears that the 1st of the 2 fastener fasteners deployed properly; however, the red trigger may have jammed or was not able to be manipulated while attempting to deploy the 2nd fastener, which failed. Both fasteners were retrieved, and at this point in time, for whatever reason, the surgeon chose to perform a partial menisectomy for remedy. The procedure was concluded successfully without further issue. Nothing is being returned, discarded at user facility. Also see associated MDR 1221934-2013-00064.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
(B)(4) days have passed since this issue was reported to mitek, and to date, no additional information other than what was originally reported has been received. Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.